Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The miniature part of silicone insulation on the cold jaw was detached from the tip. The detached silicon was not returned. No other visual defects were observed. Based on the returned condition of the device the reported complaint was confirmed for ¿peeled jaws¿.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro insulation tip from harvesting tool came off device inside leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects. It was reported that the broken piece of the insulation was not removed from the patient's leg.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro insulation tip from harvesting tool came off device inside leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects. It was reported that the broken piece of the insulation was not removed from the patient's leg.

Manufacturer narrative:
Severity category changed from "critical" to "major". (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro insulation tip from harvesting tool came off device inside leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects. It was reported that the broken piece of the insulation was not removed from the patient's leg.